Event description:
The pt reportedly experienced loss of the lock with his internal device. Troubleshooting of the device didn't resolve the issue. The pt's device has been explanted. The pt was reimplanted with another advance bionics device.